Event description:
It was reported that the patient's device was found to have high impedance. Ap and lateral chest and neck x-rays were received and reviewed. The placement of the generator in the upper left chest was normal and the feedthru wires appeared to be intact. The lead was routed behind the generator and the lead at the connector pin appeared intact. Strain relief did not appear to be present and no tie-downs were present either. Based on the images, the lead pin was not visible past the second connector block and a larger portion than expected of the end of the pin was visible sticking out of the generator. The visible portion of the lead was assessed. No obvious gross fractures or sharp angles were observed based on the x-ray images provided, the cause of the high impedance appeared to be incomplete pin insertion. Note that the presence of a lead discontinuity the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out. Surgery occurred and it was reported that pin re-insertion did not solve the high impedance. During surgery, the surgeon removed the lead pin, inserted the test resistor and then the diagnostics came back okay so the surgeon eliminated the generator as the issue. They then put the lead pin back in and it was confirmed a system diagnostic test showed high impedance after patient lead pin re-insertion. It was noted that the surgeon checked the pin, cleaned lead pin cavity area, and checked for spaces and did not see any anomalies and thus concluded it was the lead that was causing the high impedance. The lead was not replaced at that time. No additional relevant information has been received to date. No additional surgical intervention has been reported to date.

Event description:
Patient underwent a lead revision and the impedance value was within normal limits upon completion. The explanted lead was not made available for return.